Manufacturer narrative:
Patient weight was estimated from most recent figure provided no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to cerebral hemorrhage. Furthermore, it was reported that the cause of death was due to anticoagulant overdose and that the patients' outcome was not device or therapy related. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Additional information was received from the customer stating that due to patient privacy laws, the managing hospital did not communicate the patient outcome information. Based on a review of the patient¿s available record and a request for patient outcome, there were no device issues at the time of the patient outcome. The patient passed away on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, listed bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy, including inr values, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.